Event description:
It was reported that an occlusion alarm occurred while using an infusion set (contact detach), after which the user resumed insulin and blood glucose remained within range; the occlusion did not recur and the issue resolved after changing supplies, with troubleshooting and education completed and no further alerts or alarms. Investigation of this case revealed that an occlusion consistent with infusion set blockage was present and resolved with infusion set replacement, with no device malfunction identified. Symptoms included no reported adverse clinical effects and blood glucose in range. Outcomes included no injury and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion related to use conditions and resolved by standard supply change.